Event description:
On (B)(6) 2013, father reported the patient experienced a hypoglycemic seizure around 1:00 a.m. On (B)(6) 2013. Father contacted the paramedics and attempted to wake him, and his blood glucose was 20 mg/dl when the paramedics arrived around 1:35 a.m. He was treated with oral glucose gel and then 50 cc of a glucose IV. His blood glucose increased to 120- 130 mg/dl, and he was not transported to the hospital. The basal rates were decreased from 1.8 to 1.0 units during the overnight hours, and he continued to experience hypoglycemia in the 60's mg/dl. He has since discontinued use of the infusion device overnight. His blood glucose was 320 mg/dl at 6:40 a.m. On the day of the report, and he delivered a 5.0 unit bolus. His blood glucose was 321 mg/dl at 8:30 a.m., and he delivered an additional 2.2 unit bolus. Father is concerned the insulin delivery of the infusion device is inaccurate. There were several boluses on (B)(6) 2013 he could not account for, but no adverse events occurred. Father believes he wasn't wearing the infusion device at these times: 25 units at 7:56 p.m., 25 units at 7:59 p.m., 15 units at 8:19 p.m., 15 units at 8:25 p.m., and 15 units at 8:29 p.m. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The reviewed history showed that all programmed boluses were delivered as intended.